Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having heart attack. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having heart attack. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart attack, device is noisy related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings observed an unknown contaminant inside the iso port of the rear panel. An unknown dust contaminant was observed on the bottom enclosure and on the blower. Evidence of liquid ingress was observed to the blower and blower box. A black particle was present sitting on the blower box under the blower. There were no signs of sound abatement foam degradation. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.